Event description:
It was reported that during a lap cholecystectomy procedure, the device would stick closed when fired and then they would have to manually open the device off the artery. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.